Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was damaged. Also during the implantation of lens, the plunger passed over the lens then the cartridge was disassembled and the lens was removed. The surgery was completed on the same day. Additional information has been requested but is not available at the time of this report.